Event description:
Notification of this incident was received via maude event report reference# (B)(4). The echotip procore high definition ultrasound biopsy needle malfunctioned during an eus procedure. The needle would not go back inside once it was used. The needle was stuck and could not be pulled back into the sheath. The scope was not damaged and the pt was not harmed. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This complaint report meets the reporting criteria of an FDA MDR report based on the reporting precedence established for this product family for the non retraction of the needle during use; regardless of pt outcome. No adverse effects reported as occuring as a result of this particular incident. The user facility was not listed on the maude event report form. The lot number of the device shows as being shipped to 10 different customers. It is not possible to determine the user facility this complaint event relates to. The echo device involved in this complaint was not returned for eval. With the info provided, a document based investigation was carried out. From the limited info provided, it is believed that this complaint is related to the non-retraction of the echo needle. A possible cause of this complaint may be the needle may have been damaged on its introduction into the endoscope or during use if the stylet was not in place during advancement of the needle or if the device was being used in a tortuous anatomy. If the needle was kinked/bent during use this could result in preventing the needle retracting into the sheath. As the device was not returned for eval and conditions of device usage cannot be replicated in the lab, it is not possible to definitively state if this is the root cause of this complaint. The customer complaint was confirmed based on customer testimony. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the mfg records for lot number c858383 did not reveal any discrepancies which could have contributed to the complaint report. The notes section of the instructions for use ifu0077-2 that accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." No adverse effects to the pt were reported as a result of this occurrence. It was confirmed that the pt was not harmed and the scope was not damaged. Complaints of this nature will continue to be monitored for potential emerging trends.